Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump was explanted on (B)(6) 2025, due to patient experiencing an infection. The infection was first noticed during fluid collection with foci of gas around the hai pump pocket first noted on CT imaging on (B)(6) 2025, which was drained the same day, and drainage culture grew e.coli on (B)(6) 2025. The cause of the infection was extravasation/intra-abdominal hemorrhage associated with hai pump with superimposed infection in the setting of malignant large bowel obstruction. The infection was treated with source control with ir drainage and broad-spectrum antibiotics. Aside from the infection, the patient did not experience other adverse reactions. According to the physician, a new pump was not implanted because patient's performance status was deemed too poor to be a candidate for anti-cancer treatment and hospice was recommended.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. In addition, sterilization record was reviewed and the pump passed sterilization testing. Extravasation and infection are known adverse events listed in the intera 3000 hepatic artery infusion pump IFU and label.